Manufacturer narrative:
(B)(4). Additional information: the analysis results of the d11lt found that it was received in good condition. During the functional testing the bullet retracted permitting the exposure of the blade during the advancement through the skin test media and returned to safe position upon penetration; the bullet performed as intended without any anomalies noted. It could not be determined what may have caused the event reported. The device record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did shield not cover blade once device was inserted (did blade remain exposed)? Was there any patient injury as result of blade exposure? If patient injury, please describe injury and how patient treated.

Event description:
It was reported that during a diagnostic laparoscopy procedure, the surgeon armed the trocar by pressing the red button and proceeded to insert the trocar into the patient. The lockout system did not disarm the blade as he was past the peritoneum but the trocar remained armed. The surgeon removed the obturator and tried to manually disarm the trocar but it still did nor disarm. This was the primary port and thus no further use was required. There were no adverse consequences for the patient reported.